Event description:
Original complaint was received (B)(6) 2015 regarding a customer who sought medical attention for lens removal. The report was submitted by the lens provider in (B)(6). The event occurred in (B)(6) while the patient was on a cruise. The follow up medical information is unavailable. The customer alleges receiving antibiotics. A copy of the pharmacy prescription (without contact information) shows steroid treatment by both oral and ocular administration and oral nsaids. Antibiotics are not noted. The date of prescription is (B)(6) 2014. The contact lenses were not returned for analysis and the lot numbers are unknown. Based on the limited information, it appears that aggressive steroid treatment was possibly prescribed to preclude permanent injury. Coopervision is reporting this event in an abundance of caution.

Manufacturer narrative:
The contact lens was not returned for inspection. Lot numbers are unknown. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.